Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported complaint was verified. The downstream occlusion sensor seal is starting to bubble up. Root cause was found to be normal wear. Replaced downstream occlusion sensor seal and performed preventative measures. A non-conforming report was opened to investigate early downstream occlusion sensor seal failures.

Event description:
It was reported that there was a bubbled up downstream occlusion sensor seal during testing. No patient injury reported.